Event description:
It was reported to nova biomedical that a consumer received a reading of 130 mg/dl on her blood glucose meter. The consumer did not feel this was an accurate reading and went to the hospital where a reading of 448 mg/dl on a hospital meter was obtained. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.